Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Information was received from the neurosurgeon that the broken lead was noted during surgery. Lead impedance was within normal limits the week prior to surgery. Information was received from the explanting facility that the generator and lead were discarded during surgery and will not be returning for analysis.

Event description:
It was reported that the vns patient was referred for surgery due to unknown reasons. An implant card was received indicating that the patient underwent generator and lead replacement surgery on (B)(6) 2015 due to a lead break. The explanted devices have not been returned to date. Attempts for additional relevant information have been unsuccessful to date.